Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that "the clips scissored on application". The procedure was completed. The consequence to the patient is unknown.